Event description:
It was reported the pt passed away. The cause of death is unk as attempts to determine the cause of death were unsuccessful.

Manufacturer narrative:
Results - the ipg was returned for an unspecified reason. Visual inspection of the returned ipg did not reveal any anomalies that would contribute to any complaint. The ipg was functionally tested and passed all testing. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.